Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of transmissions revealed non-sustained ventricular over-sensing due to noise on the right ventricular lead. No intervention was performed. Patient was in stable condition and would continue to be monitored.